Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the no communication occurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will not return for analysis.

Manufacturer narrative:
The reason for failed disconnect attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). Our app cannot prevent the loss of pairing. The app behaves per specification. In addition, the most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: android device, bluetooth stack implementation features. High level of electromagnetic noise. Helpline confirmed that the customer has been advised of the following: ask customer for the other app's presence, which uses a bluetooth connection, and remove if any are present. Remove the pump from the list of paired devices (android os). Remove the phone from the list of associated devices (the pump). Delete the mmm app. Clean data of bluetooth app (shown here how to fix samsung galaxy s21 bluetooth connection pairing issues at 4:12) reset network settings: settings -> general management -> reset -> reset network settings. Restart device. Install the mmm app. Turn off battery optimization for the mmm app: long tap on the mmm app icon, tap a small info icon (in the top right corner of the popup) battery select ¿unrestricted. Try to pair pump and device, do not leave the pairing screen during the pairing process. Helpline confirmed that they lost communication and therefore ticket was closed. Customer was provided the above but we never heard back from the customer to let us know if it was resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.